Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's weight was unknown at this time. It was also reported that the patient being in the ER experiencing overdose symptoms was due to a therapy issue. It was reported that the patient's daily dose was decreased. Actions/interventions taken to resolve the overdose symptoms included the patient being intubated and admitted/monitored in a medical facility. The patient was currently still in the hospital and their symptoms were improving per the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-jan-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 4000 mcg/ml at 1099 mcg/day via an implantable pump for unknown indications for use. It was reported that at a routine pump replacement, the hcp had difficulty aspirating the catheter and was unable to disconnect the pump segment of the catheter from the pump. It was unknown if any environmental/external/patient factors had led or contributed to the issue. Diagnostics/troubleshooting performed included a catheter revision where the hcp trimmed the pump segment, added a revision piece with an 8784 revision kit and successfully aspirated approximately 2-3 ml from the catheter. The issue was resolved at the time of the report and the patient's status was "alive-no injury". It was noted that that catheter information was edited appropriately and priming bolus was scheduled on update. Additional information received from a manufacturer representative (rep) indicated that the patient was in the emergency room (ER) experiencing overdose symptoms following a pump replacement yesterday. The rep noted that the ER staff had put a magnet over the pump to stop it temporarily and the rep was going to assist with programming the pump to a lower dose. The rep also noted that she had filed a report for revising the pump segment of the catheter yesterday because the surgeon was not able to aspirate. Technical services reviewed consideration around potential for pump motor stall due to magnet being placed on the pump. Technical services recommended that the rep check logs for possible stall and recovery. The issue was not resolved through troubleshooting.